Event description:
Technician alleged that the brake caster would not hold. No injury reported.

Manufacturer narrative:
The technician found the brake caster was worn. The technician replaced the brake caster to resolve the issue.